Event description:
A home patient (hp) contacted baxter technical services regarding a low drain volume alarm during a peritoneal dialysis treatment. A follow-up call was made to the hp's nurse. Per the nurse, the hp was diagnosed with peritonitis in 2007 and hospitalized seven days later to unknown date. The hp's symptom's were abdominal pain and a cloudy effluent. The hp had a cell count and differential performed seven days earlier, but results were unknown by nurse. The hp was treated with vancomycin 2 grams ip prior to that day\, tobramycin 40 mgs loading dose, 20 mgs maintenance dose daily ip from the following day to nine days later and augmentin 500mg 2 times daily oral in 2007. According to the nurse, the root cause of the peritonitis was a non-aseptic disconnect/reconnect when the hp stepped on the patient line when the hp got up in the middle of the night. The hp has had catheter pulled and is currently on hemodialysis. The hp was considered recovered from this peritonitis event on date unknown by nurse.

Manufacturer narrative:
The actual sample was discarded. No sample was returned to baxter for evaluation. However, according to the nurse, break in the sterility was the root cause for the peritonitis. Baxter is monitoring issues like this. Should significant information becomes available a follow up report will be submitted.